Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with ventricular tachycardia on (B)(6) 2021. The patient was started on milrinone and self-converted to normal sinus rhythm. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia could not be conclusively established through this investigation. It was reported that the patient was admitted with ventricular tachycardia (vt). The patient started on milrinone to treat the condition and self-converted to a normal sinus rhythm (nsr). This was deemed to not be vad related and the patient was considered stable for discharge on (B)(6) 2021. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03jun2020. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.